Event description:
1. Describe the event: there was an allegation of questionable elecsys ft4 ii results for 1 patient sample on a cobas e 801 analytical unit. 2. Patient age range: asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
1. Summary of investigation results: the investigation determined the service actions resolved the issue. 2. Summary of follow up/corrective actions taken: the field service representative replaced the pinch valves, which resolved the issue. 3. Device returned to manufacturer?: no. 4. Device labeled "for single use?"?: no. 5. Device reprocessed and reused?: no.